Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was recieved showing the patient had recieved inappropriate atp and hv therapy. It was noted that the patient is non-compliant with their anti-arrhythmic medications and wishes to discontinue therapy from their ICD. Programming changes were recommended.